Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient (pt) reported being unable to connect to their implant (ins) for "ages" and stated they stopped using the device for a couple of months due to frustration. Pt mentioned charging the devices and the implant. Pt described being prompted to scan the code on the communicator. Agent assisted pt in scanning the code on the back of the communicator and linking it to the ins. Pt then reported service code: 336 neurostimulator battery empty. Agent instructed pt to turn on the wireless recharger (wr) and access the recharger app. Pt reported experiencing intermittent coupling, alternating between poor and good connection for a few seconds. This caused pt significant disappointment, and they expressed that the device felt too complicated, even considering removing the ins. With assistance from a pt rep, pt achieved a good connection while standing, but the connection became poor again when sitting. Agent redirected pt to their hcp for further assistance with the issue. No symptoms were reported.